Event description:
It was reported that the patient had not used the ins in over a year. It was noted that the patient¿s needs were not completely met by ins therapy. The patient had another surgery for her stomach in (B)(6) of 2012 after the implant of the ins and that seemed to aggravate the scs therapy. It was reported that the therapy shook / vibrated her insides after the stomach surgery. The implant and stomach surgery events aggravated the implant site and continued to cause some pain at the implant site and make the patient uncomfortable, nauseous and sick. The pain came on after the stomach surgery, and was not present before that time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 37744, serial# (B)(4), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger. (B)(4).